Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Product investigation summary: the returned instrument was examined and the complaint condition was confirmed as the connector was received disassembled and missing three components: set screw and bars (x2). No definitive root cause was able to be determined; however, the failure mode is consistent with mis-assembly following sterilization. The flexible shaft connector is a component of the flexible reamer set, which is utilized if reaming of the medullary canal is desired prior to the implantation of retrograde/antegrade femoral nails (r/afn), lateral femoral nails (lfn), and cannulated tibial nails. The returned instrument was examined and the complaint condition was confirmed as the connector was received disassembled and missing three components. Relevant drawings for the returned instrument were reviewed. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. The failure mode is consistent with improper reassembly after sterilization. The set screw is intended to align the knurled cap with an angled slot in the instrument body, allowing the release mechanism to function smoothly. Based on the complaint description, it is likely that the set screw was not aligned with the slot and therefore was not able to be fully threaded into the cap. This resulted in the instrument falling apart and components becoming lost. The manufacturing drawing noted that loctite 243 was applied to the set screw in question; as such the instrument was not intended to be disassembled. Device history record review: manufacturing location: (B)(4) - manufacturing date: december 4, 2006. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a screw came to be missing from a flexible shaft connector during a surgical procedure on (B)(6) 2015. The screw did not break into separate pieces nor were fragments generated. Another flexible reamer was available for use to complete the procedure without any delay or harm to the patient. This report is 1 of 1 for (B)(4).